Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (error e117) could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the detection of the error related to the ssd hdd failure, which might be caused by the aging deterioration of the ssd hdd due to repeatedly use for a long-term use because the subject device had been used more than five years since installation. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the subject device gave the error e117 as reported due to the failure of the ssd hdd. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device, it was found that the subject device gave the error e117 which indicated the subject device had malfunction, and that the front panel display did not function. At that time, the endoscopic image of the subject device was displayed on the monitor. The field service engineer of olympus (B)(4) checked the subject device on-site and found that the subject device did not start up, and that the subject device gave the error e117 as reported. There was no report of patient injury associated with this event.